Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples involved in this event were derived from the "renal transplant & ultras 2.5 hrs" protocol comprising 106 cassettes, which started in retort a at 16:50pm on 15 october 2019 and completed at 07:00am on 16 october 2019. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the "renal transplant & ultras 2.5 hrs" protocol started in retort a at 16:50pm on 15 october 2019, from which sub-optimal tissue processing was identified. Investigation of this complaint found that the instrument operated within specification between 15 and 16 october 2019. The root cause of the sub-optimal tissue processing identified by the complainant could not be determined from the information available.

Event description:
Leica biosystems received a complaint of: "tissue nuclei details lost retort a". The leica tac team leader documented the following information provided by the complainant: "they have had a failure on retort a and it has damaged the nuclei of the tissue on 1 case." On 22 october 2019, a leica field service engineer (fse) visited the laboratory in order to assess the operation and function of the instrument. The fse perform visual inspection of the instrument; and performed verification tests, for which all results were satisfactory; and the instrument was found to be operating within specification. On 24 october 2019, leica biosystems melbourne received information from the leica tac helpdesk engineer - pathology that tissue from one (1) case derived from a (B)(6) male was not diagnosable; and re-biopsy had been recommended, but not yet performed.